Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd autoshield duo safety pen needle the needle was easy to break.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that before use of the bd autoshield¿ duo safety pen needle the needle was easy to break.